Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion set fell off issue during use on (B)(6) 2026. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4)-MDR 3003442380-2026-03382-device 2 of 3.